Event description:
It was reported that this right ventricular (rv) lead was dislodged or broken. (B)(6) referred the caller to the device following clinic. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).